Event description:
It was reported that during central processing, the mega suturecut needle driver instrument's tip grasping was broken. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred at the distal end of the instrument, which is the portion that enters the patient, but no piece from this end detached or broke off. No scans or tests were performed to locate a potential fragment, and the patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip tip. A piece approximately 4.21 mm x 2.7 mm was found to be broken off. The broken grip tip piece was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.